Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using aortic cutter 3.8mm, they were unable to fully depress the safety lock and actuate the cutter. Since the device was the last one in the hospital, the surgeon continued the procedure by using a partial clamp. The hospital did not report any patient effects.

Manufacturer narrative:
"Failure to fire" to "mechanical issue" (B)(4). The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood. The safety lock was disengaged and the actuation button fully depressed inside the tool with the needle deployed. The actuation button was depressed approximately 1 inch inside the tool. There were no signs of tampering or damage. The device was returned in the unlocked position, and a fully deployed needle, therefore we are unable to confirm the reported failure "mechanical issue; unable to unlock".

Event description:
The hospital reported that during a coronary artery bypass procedure, using aortic cutter 3.8mm, they were unable to fully depress the safety lock and actuate the cutter. Since the device was the last one in the hospital, the surgeon continued the procedure by using a partial clamp. The hospital did not report any patient effects.